Event description:
It was reported that during a therpeutic stone retrieval procedure, as the physician was attempting to remove the stone, the basket broke off the tip of the sheath and remained in the patient. A percutaneous nephrolithotomy was required to remove the stone and the basket.